Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson within 24 hours of attempting and being unable to use the aviva system due to no power. A request was made for the return of the product and replacement was sent.